Event description:
The patient experienced an 'electrical sensation' at the implantable neurostimulator site even with the device off. The hcp explanted the device. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
In 2008, the implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.